Event description:
It was reported that during an unknown procedure the reset button did not work. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The 355ld instrument was returned with the sleeve and stopcock cracked, the cannula detached from the housing and the bullet broken in two pieces. However, the instrument was manually tested for functionality and was found to arm and retract properly. The reported incident could not be recreated nor confirmed. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch review was performed and no anomalies were noted during the manufacturing process.